Manufacturer narrative:
The complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. (B)(4). Other: (B)(4) adverse incident report reference no (B)(4) submitted to (B)(4) by the physician. The removed mesh has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that an obtryx transobturator tape device was implanted into the patient during a procedure. After the implantation, the patient had chronic pain and subsequently underwent mesh removal on (B)(6) 2021.